Event description:
It was reported that the ventilator's screen froze resulting in disabling all adjustments and ventilation stopped. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's screen froze resulting in disabling all adjustments and ventilation stopped. The ventilator was investigated by our field service engineer on-site and no part has been identified as defective or replaced and no further information has been provided. The provided log files indicates that ventilation continued all the way through the stated date of event without any interrupt in the delivery of gases or any indication of a technical issue with the ventilator. However there are patient circuit disconnect and leakage alarms without any actions taken. The cause of the reported failure has not been established in this investigation.